Event description:
It was reported that the implantable neurostimulator was not charging "due to a faulty plug". Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).